Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the jetstream seized onto the non-boston scientific filter guidewire. The entire system was removed together. Atherectomy was discontinued, and the procedure was completed with a ranger drug-coated balloon. No patient complications were reported. The patient was in stable condition following the procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device/media analysis: the returned product consisted of a jetstream xc-2.4. The device and the catheter shaft were analyzed and showed no damage. The device was set up per the instructions for use (IFU), primed, and functioned as designed. A .014 thruway guidewire was inserted into the device; however, the wire would not transcend past the tip of the device. Dissection of the tip showed an occlusion of blood, contrast, and coating from the non-compatible filter wire used. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for a guidewire sticking issue.

Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the jetstream seized onto the non-boston scientific filter guidewire. The entire system was removed together. Atherectomy was discontinued, and the procedure was completed with a ranger drug-coated balloon. No patient complications were reported. The patient was in stable condition following the procedure.